Event description:
Caller reported that pt had a seizure. At 9:30 pm the caller measured pt's blood glucose with a freestyle meter. Result was 384. Retested with a second freestyle meter. Result was 282. Caller administered 4 units of insulin (based on instructions from child's doctor). Approximately 3 1/2 hours later at 1 am, the child had a seizure, caller measured bg with freestyle meter and result was 43. Caller administered glucagon & called an ambulance. Child was transported to emergency room where approximately one hour later a nurse measured (measurement method not specified and result was 80 mg/dl. Child was discharged from the hospital.